Manufacturer narrative:
As received, the complete lead was returned in one piece for analysis. The reported event of lead body twisted was not confirmed. Electrical testing did not find any indication of conductor fractures but did find short between conductors at the connector region. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Visual inspection of the lead body did not find anomalies. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix fully extended and clogged with dried blood. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil.

Event description:
During the initial implant procedure, placement of the atrial lead was difficult due to patient anatomy. When attempting to place the lead, the helix would no longer extend. After attempts to extend the helix, the lead body twisted. The atrial lead was explanted, and another atrial lead was successfully implanted to resolve the event. The patient was in stable condition.